Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 345 mg/dl. The customer was admitted to the hospital. The customer had nausea, vomiting, a bad head ached and dehydration. Customer stated she was experiencing low blood glucose 2 days before her blood glucose elevated. The customer was treated the lows with food. The customer cause of hospitalization was diabetic ketoacidosis. The customer was treated with insulin in the drip and fluids. Customer was wearing the pump at the time of hospitalization. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer wishes to perform high pressure test but doesn't have a tubing clamp and she is out of the country.